Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that patient was diagnosed with acute myocardial infarction. While in cardiology, md inserted sheath via femoral artery. Per event information, "before use, the guidewire was cleaned. The guidewire was inserted successfully, but it was stuck when the doctor started to withdraw it after insertion. Finally, the md had to remove the guidewire together with the catheter." Another iab was inserted with success. There were no reported patient complications.